Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analyzer failed functional testing, testing out of electrical specification. The analyzer was sent to the manufacturer for repair and restock. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned to the manufacturer with no information. It was analyzed and tested out of specification. There was no patient involvement.